Manufacturer narrative:
Date returned to mfg: 1/18/2024 one device was returned for evaluation. Visual inspection revealed a sticky latch lock. No evidence was available to review in the event history log. Functional testing was unable to replicate the reported issue. The exact root cause was unable to be determined. Preventive maintenance was performed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited error code 44861. No patient injury was reported.